Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's technical support specialist, a pole mounted blender does not integrate with the system 1. No message can be caused on the central control monitor (ccm) by the pole mounted blender. The message in the customer provided photograph shows " low oxygen supply pressure" can only occur if an internal gas system (not a pole mounted blender) is connected to the system 1. The gas system icon would not be displayed if the gas system was not connected. Most likely they use the pole mounted blender but accidentally turned flow on the internal gas system. While the second picture still shows the gas system icon, indicating the gas stem was connected when the perfusion screen was open. The "?" On the icon indicates they disconnected the gas system after the perfusion scree was open (or right before). The system automatically detects a gas system when it was connected and adds the gas system icon to the perfusion screen. There will be no product returned for evaluation. The customer does not use the electronic patient gas system (epgs) and will continue to use the pole mount blender. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer experienced the reported issue after they unplugged the epgs from the system without reconfiguration of the setup in the system. A tech support specialist was unable to reproduce the reported issue. When the epgs was disconnected from the system, the low oxygen supply pressure message disappeared and a question mark appeared over the epgs icon on the central control monitor (ccm).

Event description:
It was reported that there was a low oxygen supply pressure alarm but no electronic patient gas system (epgs) was attached to the system. No other details regarding the nature of the event were provided.

Event description:
The event occurred during cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during a case the perfusionist (ccp) received a low oxygen supply message in the message area of the central control monitor (ccm) on their advanced perfusion system 1 (aps1) heart lung machine (hlm). The electronic patient gas system (epgs) was not in use when the message appeared on the ccm, they were using a pole mounted oxygen blender during the surgical procedure. Prior to the procedure and the alarm message occurring, the perfusionist had asked the biomedocal engineer (biomed) to unplug the epgs from the network interface card (nic) board, to disable it. According to the information received, the unplugging of the epgs did not remove the icon from the ccm. The incident did not delay the surgical procedure, and no harm was observed, nor blood loss. The perfusionist was not using the epgs for the procedure therefore there was no change in oxygen delivery to the oxygenator, and therefore no clinical concern. The manufacturer's technical support tried to reproduce the error message, but was unable to do so with the information given from the subsidiary.